Event description:
It was reported that this right ventricular (rv) lead exhibited noisy episodes beginning at the end of (B)(6) 2022, approximately two months post implant. An alert for rv lead pacing impedance out of range was triggered around the same time. Technical services was consulted and reviewed available device data, noting different noise has been observed on numerous episodes, and lead impairment or lead under insertion could be present. One episode showing an inappropriate shock due to fast ventricular conduction of atrial fibrillation (af) was also noted during data analysis. As such robust in-office lead troubleshooting was recommended. Initial troubleshooting already performed with provocative maneuvers showed no unexpected findings. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
To date, this lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy episodes beginning at the (B)(6) 2022, approximately two months post implant. An alert for rv lead pacing impedance out of range was triggered around the same time. Technical services was consulted and reviewed available device data, noting different noise has been observed on numerous episodes, and lead impairment or lead under insertion could be present. One episode showing an inappropriate shock due to fast ventricular conduction of atrial fibrillation (af) was also noted during data analysis. As such robust in-office lead troubleshooting was recommended. Initial troubleshooting already performed with provocative maneuvers showed no unexpected findings. No additional adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy episodes beginning at the end of may 2022, approximately two months post implant. An alert for rv lead pacing impedance out of range was triggered around the same time. Technical services was consulted and reviewed available device data, noting different noise has been observed on numerous episodes, and lead impairment or lead under insertion could be present. One episode showing an inappropriate shock due to fast ventricular conduction of atrial fibrillation (af) was also noted during data analysis. As such robust in-office lead troubleshooting was recommended. Initial troubleshooting already performed with provocative maneuvers showed no unexpected findings. No additional adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.